Event description:
It was reported the patient received multiple inappropriate shocks due to oversensing. The lead was replaced. No further patient complications were reported as a result of this event. Additional information received reported the lead was fractured with noise and sensing difficulty and was capped.

Manufacturer narrative:
Asku